Event description:
It was reported that the patient received inappropriate shocks. It was also reported that a lead alert and lead integrity alert (lia) triggered and that the right ventricular (rv) lead had undersensing and noise. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion of the lead was received measuring 15.5 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. This device was included in that field action, but returned product testing found the device did (did not) perform as described in the field action. Concomitant medical products: 4194, implantable pacing lead, (B)(6) 2005; 5076, implantable pacing lead, (B)(6) 2005. (B)(4).